Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer tried to treat her high blood glucose level with bolus but the insulin pump alarmed no delivery. The customer tried to reset the insulin pump and rewind. The customer then treated her high blood glucose level with an injection. The customer did not mention any high blood glucose level symptoms. The customer reported that the insulin pump's screen has a scratch and or dent. The customer declined troubleshooting. The customer will not return the device for analysis.